Event description:
It was reported that approximately 14 months post successful 3.0 x 28 mm and 3.5 x 28 mm xience v stent implantation in the mid to proximal right coronary artery (m-prca), the patient was found to have 75% stenosis within 5mm of the proximal 3.5 x 28 mm xience v stent. On 9/6/11, percutaneous coronary intervention was performed. There was no adverse patient sequela reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of restenosis, as listed in the xience v instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.